Manufacturer narrative:
Unknown date in 2019. This report is for four unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of plate and screws due to nonunion of the left humerus fracture. This was noticed during routine follow up of the patient. This was due to nonunion and poor compliance from the patient were the stated reasons for screw breakage and soft tissue injury from the original trauma. The patient had a complex fracture that did not heal. The patient was undergoing physical therapy before the screws broke. The 4 unknown screws broke post op. The original date of surgery implantation was on (B)(6) 2019. It was a difficult procedure due to scar tissue surrounding construct. There were 4 broken screws that were removed from the construct. There was no surgical delay and all hardware was removed successfully no fragments were left in the patient. The patient was revised with similar devices. The procedure was completed successfully. The patient was doing well post-op. Concomitant device reported: 3.5 mm lcp extra-articlr distal humerus pl 10h/lt 230 mm long (part #: 02.104.030, lot #: 660123, quantity 1). 3.5 mm locking screw slf-tpng w/stardrive(tm) recess 14 mm (part #: 212.103, lot # unknown, quantity 1). 3.5 mm locking screw slf-tpng w/stardrive(tm) recess 18 mm (part # 212.105, lot # unknown, quantity 1). 3.5 mm cortex screw self-tapping 24 mm (part #: 204.824, lot #: unknown, quantity 1). 3.5 mm cortex screw self-tapping 26 mm (part #: 204.826, lot # unknown, quantity 1). This report is for four (4) screws: trauma. This is report 1 of 1 for (B)(4).